Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. An x-ray taken showed the rv lead had dislodged as the patient had likely twiddled their device. The patient complained of shortness of breath and the inability to exercise properly which was likely the result of bradycardia. The leads appeared to be tightly entangled nead the device header. A revision procedure has been planned but for now the rv lead was reprogrammed and remains in service. No adverse patient effects were reported. One week later, the ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.